Event description:
N/a.

Event description:
It was reported that during in-service training and prior to use, the cardiosave intra-aortic balloon pump (iabp) had a message alerting that the reading safety disk was due. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) conversed with the customer via a telephone call to assist the customer in resolving the reported issue. It was determined that the unit alarmed a "safety disk replacement due" message due to the date on normal mode being set to 2028 instead of 2020. The issue was resolved by updating the unit with the correct date. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).